Manufacturer narrative:
One device was returned for evaluation. Review of the event log found cassette not attached properly. There was no prior service history of the device. Functional testing was performed, and device does not recognize cassette, so the latch lock flex cable was replaced. Visual inspection confirmed the customer reported downstream occlusion (dso) seal delaminating. The dso seal was also replaced. Device passed all testing following the repairs.

Event description:
It was reported that the pump exhibited a bubbled/delaminated downstream occlusion sensor seal and that the cassette was not attached properly. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.